Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the patient side cart (psc) wouldn't power on fully and after a few minutes would shut down. Fse also noted 252 errors in the logs. Fse replaced the system power manager (spm) to resolve the issue. System has been tested and is verified as ready for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed and in artemis, error 252 was located, indicating that the fault occurred in the field. Visual inspection, no visible damage was observed on exterior and ports of the unit. The unit was installed in the golden system where upon start up error 252 was replicated. The unit was installed in the golden system where upon start up error 252 was replicated. The system would power on and shortly after power off. During system start, the spm status would not display. Failure analysis also observed a clicking noise from the spm, indicating that the component has failed. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. After testing, the system error logs were investigated and found error 252. As a result of these findings, failure analysis concluded that the spml is the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that the patient side cart (psc) was not powering on and the power led was flashing blue. The technical support engineer (tse) guided the customer through a power cycle and emergency power off (epo) of the psc with no change. The procedure was aborted to another dv system with no reported injury.